Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) product type catheter product ID 8785 lot# serial# (B)(6): product type catheter product ID 8785 serial# (B)(6): product type catheter product ID 8780 serial# (B)(6): product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2021 product type catheter h3: analysis of the 8780 (B)(6) catheter revealed catheter body; damage to transition tube. Analysis of the catheter 8784 (B)(6) revealed catheter pin connector; collet prematurely locked in place. Analysis of the catheter 8785 (B)(6) revealed catheter pin connector; collet prematurely locked in place. Analysis of the 8785 catheter 8785 (B)(6) revealed catheter pin connector; collet prematurely locked in place. Analysis of the 8780 (B)(6) revealed catheter pin connector; collet prematurely locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving morphine (10 ,000 mcg/ml at 660 mcg/24 hours) via implantable infusion pump. It was reported that the patient's pump was at end of service (eos), but the patient mentioned decrease in pain relief in the last month. There no were known factors that may have led or contributed to the issue. In the operation room, a new pump segment and new pump was attached but the physician was unable to aspirate. The physician was unable to get a secure connection at the collet and tried 5 different collets (from 8784x2, 8785x2, 8780). The collet from the pump segment of a new 8780 finally worked but the physician was unable to aspirate. The catheter was flushed with preservative free saline at the catheter access port (cap). The physician tied off the spinal segment and had plans for the neurosurgeon to implant a new catheter. The issue was not resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.